Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer reporting that a backup alarm failed message occurred on the v60 ventilator. It is unknown if the device was in use on a patient at the time of the reported event. There was no report of harm, or other patient impact. The device did not meet specifications for intended use and was removed from service.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and could not confirm the reported issue. The fse tested the device with an extended run time of three days and the issue was not reproducible. The fse reviewed the device event log and found no evidence of a backup alarm failure. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.